Event description:
The physician was using an admiral xtreme pta balloon. It was reported that the balloon ruptured during the procedure. No adverse events were reported.

Manufacturer narrative:
Evaluation results and conclusion: no conclusion can be drawn (based on non product return and limited information available, root cause is undetermined). (B)(4).

Event description:
Device evaluation; the catheter was undamaged along the shaft. The balloon had a pinhole cut on the surface of the balloon.

Manufacturer narrative:
Evaluation results: related to operational context (patient morphology and use of the device). Conclusion: operational context contributed to event (patient morphology and use of the device). (B)(4).